Event description:
Caller states the patient tested 2.9 inr on the coaguchek xs system and 2.18 inr on a comparison lab during a correlation study. No treatment information provided. No adverse event reported. Requested return of suspect system, and replacement was sent.